Event description:
After reviewing the information received regarding the revision procedure, it should be noted this rv lead does not remain in service. This rv lead was surgically abandoned during the explant of the associated device. The information was mis-read, and this correction should be noted.

Event description:
Boston scientific received information that a shorted shocking lead fault code was observed. Printouts were sent to technical services (ts) for review. Ts discussed that the available printouts displayed noise, nonsustained ventricular tachycardia episodes, and the delivery of anti-tachycardia (atp) and shock therapy. The therapy failed to convert the arrhythmias. It was suspected there was damage to this right ventricular (rv) lead. Ts suggested further investigation of the rv lead, and replacement if needed. Ts did not suspect the sq array caused the shock on short circuit. This patient remains in the hospital, and a revision procedure has been scheduled for the near future. Subsequently, the associated ICD was returned to boston scientific for laboratory analysis. The rv lead remains in service.

Manufacturer narrative:
This rv lead will not be returned for analysis.

Manufacturer narrative:
This rv lead remains in service for the time being. At this time there is no additional information. Should additional information become available this report will be updated.